Manufacturer narrative:
(B)(6).

Event description:
The patient had the nalu device initially implanted on (B)(6) 2019, and following the surgery the patient had a bradycardia episode while recovering from anesthesia. The patient was transferred to coronary care for further observations and received an echo cardiogram and CT angiogram on (B)(6) 2019. Mild disease was observed on the CT angiogram, and the patient remained in the hospital for observation for an additional night longer than planned. The physician determined that the bradycardia event was not related to the device, and related to the procedure. The patient recovered without sequelae and the patient was discharged on (B)(6) 2019.